Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Received additional information date of event was 4-1-2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the battery firmware. If information is provided in the future, a supplemental report will be issued.